Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of blower temperature high. It is unknown if the unit was in patient use at the time of the reported issue.

Manufacturer narrative:
The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and recommended customer run stress test to determine if failure is with blower or mc pcb.